Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product details, therefore, no information was captured (model #, lot # and expiration date) and device manufacture date could not be determined.

Event description:
The customer from (B)(6) reported that she attempted to perform blood glucose tests with the contour next meter and contour next test strips, however, she was unable to receive any readings. The customer stated that she experienced symptoms of hypoglycemia, so she ate candy and called emergency services. No further event details were provided. Follow-up attempts with the customer were unsuccessful, therefore, the customer could not be advised to return the device for evaluation and replacement device could not be sent to the customer.